Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per imagery provided, calcification, tortuosity and undersized vessel diameters are present in the access vessel. The complaint for resistance and the subsequent vascular dissection were unable to be confirmed. Available information suggests that patient factors (calcification, tortuosity, undersized vessel) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device was not returned for evaluation.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 23mm sapien 3 ultra valve in the aortic position there was a spiral dissection of the right external iliac to the right common femoral. Vascular surgery was called for evaluation with a plan to cut down to fix the dissection flap. Per the fcs, the initial reporter did not believe there was an issue with an edwards device but that the pressure of the valve/delivery system being inserted in the sheath may had caused tissue disruption in the vessel. There was a small tear at the cfa as well that the physician believes was caused by the perclose. The operators were pushing pretty hard to advance the delivery system through the sheath likely due to smaller vascular anatomy. There was no damage to the sheath noted.